Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nb011z - as enduro tibial comp.offset cemented t1. According to the complaint description, there was postoperative tibial base plate loosening and painful left knee after approximately three (3) years. Revision was planned for (B)(6) 2024. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nb014z/ as enduro femoral component cemented f1l (aesculap ag reference no. (B)(4)). Nr400z/ as nut f/femur extens.stem all sz.neutr. (Aesculap ag reference no. (B)(4)). Nr870z/ as enduro meniscal component f1 10mm (aesculap ag reference no. (B)(4)). Nr402z/as femur extens.stem 5° d12x117 cem.less (aesculap ag reference no. (B)(4)). Nr171z/ as tibia offset stem d11x92 cementless (aesculap ag reference no. (B)(4)).

Event description:
Involved components: nb014z/ as enduro femoral component cemented f1l (aesculap ag reference no. (B)(4)). Nr400z/ as nut f/femur extens.stem all sz.neutr.(aesculap ag reference no.(B)(4)). Nr870z/ as enduro meniscal component f1 10mm (aesculap ag reference no.(B)(4)). Nr402z/as femur extens.stem 5° d12x117 cem.less (aesculap ag reference no.(B)(4)). Nr171z/ as tibia offset stem d11x92 cementless (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: b7 - relevant medical history. H6 - codes updated. Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s). According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Regarding this please see also below extracts from the instructions for use (IFU) ((B)(6) 2021-09 change no. (B)(4)): "2.3 risks, adverse effects and interactions: within the scope of the legal obligation to provide information, reference is made to the typical risks, interactions and side effects listed below. Possible risks, side effects and interactions of the application currently known to the manufacturer are: - dislocation, loosening, wear, corrosion, disconnection and breakage of the implant components." "2.5 patient education: - damage to the weight-bearing bone cement and/or bone structures can cause loosening of the components, fracture of the bone or implant and other serious complications. To ensure the earliest possible detection of such catalysts of implant dysfunction, the prosthetic joint must be checked periodically, using appropriate techniques." Based upon the investigation results, a CAPA is not required.